Event description:
Customer reportedly obtained a result of 4.5 inr on the coaguchek s system while a professional use coaguchek xs system produced a result of 3.0 inr and an additional professional device produced a result of 3.4 inr during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in (B) (6).